Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised on (B)(6) 2022 for unknown reason, and later re-revised on (B)(6) 2023, where the head and insert were replaced due to metallosis. No surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d6 implantation (day, month, year) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, description: 1. Surgery with novelty since reference cup implant batch is removed, acetabular screws length 20 ref lot , acetabular screw length 25 ref lot reference insert lot ceramic head reference lot, this patient has had several interventions the cup was placed on (date of implantation removed) and was re-operated where the insect and head are placed on the day (date of re-intervention) and today the reintervention is done again because the material generated metallosis and the decision is made to place the cemented cup and the disc insert and head 222,225 +7 johnson , the extracted material is left for study and delivered to the stock manager and the head of centra, photo evidence is sent. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the screw was broken from the head, however, it is reasonable to conclude that this occurred during the extraction process. Nothing indicative of a device nonconformance. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the pinn can bone screw 6.5mmx20mm would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device 121720500/d18122459 number, and no non-conformances /manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : description: 1. Surgery with novelty since reference cup implant * batch * is removed, acetabular screws length 20 ref * lot *, acetabular screw length 25 ref * lot *, reference insert * lot *, ceramic head reference * lot *, this patient has had several interventions the cup was placed on (date of implantation removed) and was re-operated where the insect and head are placed on the day (date of re-intervention) and today the reintervention is done again because the material generated metallosis and the decision is made to place the cemented cup and the disc insert and head 222,225 +7 johnson , the extracted material is left for study and delivered to the stock manager and the head of centra, photo evidence is sent. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned device found nothing indicative of a device nonconformance. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the pinn can bone screw 6.5mmx20mm would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device 121720500/d18122459 number, and no non-conformances /manufacturing irregularities were identified.